Event description:
It was reported that during a laparoscopic bilateral salpingo oophorectomy, the firing mechanism on the device would not fire; it would not pull back. A like device was used to complete the procedure. There was no pt consequence.